Manufacturer narrative:
Manufacturer's investigation findings: a specific cause for the patient outcome and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined or established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a long progressive decline in functional status. The patient decided to pursue home palliative care and elected to become do not resuscitate (dnr) and do not intubate (dni). The device operated as expected and the death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away. No additional information was provided.